Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, the device was placed on the lung tissue with the intent to resect it but the stapler would not release after being fired. Another type of stapler had to be used to resect the tissue safely. The surgery was prolonged but the hospital stay was not. There was no injury.